Manufacturer narrative:
Additional information was received: an engineer looked at the details of the case and noted the most likely cause was due to a bent instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue was determined to be due to a defective instrument. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion. It was reported that there was an inaccuracy with the pedicle opener. The site also had an inaccuracy anteriorly 1-2mm. The site also noted there was lateral shifting in the instrument trajectory. The sight switch to a different navigation system. The anterior inaccuracy was still present, but were able to proceed with the surgery. There was a reported of greater than an hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-1-31: the issue was thought to be due to a bent instrument: the site feels that the system shows it¿s accuracy as same as in other instruments. The issue is that s8 navigation system is showing the same instrument in different position than s7 navigation system.

Manufacturer narrative:
A software analysis was performed. Software analysis was inconclusive based on the information provided, and suspected the issue was due to a hardware failure. If information is provided in the future, a supplemental report will be issued.